Manufacturer narrative:
Date of lvad explant was not provided (B)(4) approximate age of device ¿ 3 months. The explanted device is expected to be returned for analysis. It has not been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the physician that the patient was readmitted from the rehab center with signs of jaundice and dark urine. Upon admission patient's lactate dehydrogenase (ldh) was over 2000 u/l and patient had decreased hemoglobin. A computerized tomography (CT) angiogram was ordered and the patient was started on IV heparin and full dose aspirin. All pump parameters remained normal. No alarms were reported. Patient was transferred to another hospital for further evaluation. The patient underwent an urgent pump exchange, which was performed via a redosternotmy. The surgeon noted two kinks in the pump's outflow graft at the time of the exchange. Patient is now implanted with a right ventricular assist device and the replacement heartmate ii. Further information was provided by the vad coordinator. No elevated pump powers were noted during review of the pump history. There was no change in the patient's anticoagulation regiment of warfarin prior to or in response to the event. The patient's inr was therapeutic and closely monitored. It was always in range between 2.4-3.5 post discharge in rehab and at home. Patient's clinical history did not include coagulopathy issues but clots had to be removed and patient had tamponade after first vad implant in (B)(6). Patient also has a history of lymphoma with a recent enlargement of lymph nodes.

Manufacturer narrative:
Additional information: the patient was initially admitted to (B)(6) medical center. The initial medwatch report. The patient was then transferred to (B)(6) hospital where the pump exchange occurred and the patient expired. Information in this follow-up report was received from health care professionals at (B)(6) hospital. The pump is expected to be returned for evaluation. It has not yet been received. A supplemental report will be submitted upon completion of the device evaluation.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2016. The patient was transferred from an outside hospital to the implanting center on (B)(6) 2015. The patient was admitted with hemolysis, suspected lvad thrombosis, and renal failure that required dialysis. The clinical condition continued to deteriorate and the patient became acidotic, hypoglycemic, confused, and required intubation. Vasopressors were required to maintain hemodynamics, and the patient began to experience liver failure. Urgent lvad replacement was pursued in the early morning hours of (B)(6) 2016. Intraoperatively the patient was reported to be extremely unstable and was acidotic, coagulopathic, vasoplegic, and required a percutaneous right ventricular assist device. The coagulopathy was reportedly thought to be related to progressing liver failure. The patient later required chest re-exploration for bleeding which was performed at the bedside. Multiple blood products, including factors, were required for resuscitation but the patient remained in severely critical condition. Resuscitation efforts were ultimately unsuccessful and the patient expired postoperatively. There were no reported issues with the newly implanted lvad.

Manufacturer narrative:
Device evaluation: the evaluation of the returned device confirmed deposition in the pump, which would have potentially contributed to the reported hemolysis symptoms. A thin, tissue-like thrombus formation was adhered around a portion of the inlet bearing cup. The thrombus lacked denaturing but showed evidence of lamination, indicating that it likely developed around the bearing over an undetermined amount of time while the pump was operating. A flat, tissue-like deposition was present in the center of the rotor body, situated in two of the rotor pathways. Although its specific origin could not be determined, the deposition showed darker areas of potential denaturing, indicating that it was likely present for an undetermined amount of time while the pump was operating. A thin, tissue-like deposition was present at the outlet portion of the rotor and outlet bearing cup. The deposition did not appear to have originated in this location; however, the deposition was a partial ring structure and showed evidence of lamination indicating that it may have originated elsewhere in the pump, potentially on the inlet bearings. Lastly, a small tissue-like deposition was present in the proximal side of the outlet stator, adjacent to the outlet bearing ball. The deposition lacked lamination, lacked denaturing, and did not appear to have originated in this location; however, its specific origin and a duration in which it was present in the pump could not be determined. The observed depositions would have potentially contributed to the reported hemolysis symptoms. The report of kinks in the sealed outflow graft was also confirmed upon examination of the returned 6 inch portion of the sealed outflow graft. The sealed outflow graft was twisted at the distal end of the bend relief and a small suture was present in this location, forming a few tight folds in the graft material. However, no depositions or thrombus formations were found upon examination of the interior of the sealed outflow graft and sealed outflow graft attachment, indicating that there was proper surface washing through the sealed outflow graft during support. If the kinks were present during support, it could have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. Device thrombosis, hemolysis, bleeding and death are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.